Manufacturer narrative:
Implant/explant date: n/a, lens was not implanted the initial reporter telephone number: (B)(6). Intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the delivery system was faulty and that the lens was cracked. Through follow up we learned that the surgery was completed without additional interventions. The operating team used a replacement lens and the surgery was completed as normal. Material is not available and no further information was provided.